Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a sensor updating alert. The customer blood glucose level was 47 mg/dl at the time of the incident. The customer reported receiving the alert and unable to upload to carelink. The customer did troubleshoot the sensor alert and carelink issues. The customer declined troubleshooting for the low blood glucose level. The insulin pump or sensor will not be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.